Event description:
It was reported that (2) devices were used during a laparoscopic colon. It was reported by the affiliate that the lcsc5 instruments did not work anymore. Another instrument was used during 2 interventions and worked fine to complete the case. There was no consequence to the pt.